Manufacturer narrative:
Additional information: h6. H10: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/removal report number: fa-2020-055. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set leaked. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury; however, the patient was treated for wet contamination. No additional information is available.